Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported the event of rupture on an unknown side. It is unknown if the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e3, g2.

Event description:
Sales representative reported the event of rupture on an unknown side. It is unknown if the device has been explanted.